Manufacturer narrative:
Results: the cat6 was fractured approximately 1.0 cm from the hub underneath the strain relief. The cat6 was ovalized approximately 34.0 ¿ 35.0 cm, 84.0 ¿ 84.5 cm, 126.0 cm, 131.0 cm, 133.0 cm and 135.0 ¿ 137.5 cm from the hub. Conclusions: evaluation of the returned cat6 revealed it was fractured on its proximal end. If the catheter is forcefully manipulated at extreme angles, the device may become fractured. Further evaluation revealed ovalizations along the length of the cat6. These damages were not identified in the reported complaint; therefore, they were likely incidental and may have occurred post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while using the cat6 with a 6fr non-penumbra sheath, the physician noticed that the cat6 broke. Therefore, the physician removed the cat6 from the patient, then performed a percutaneous transluminal angioplasty (pta). The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.